Manufacturer narrative:
Investigation summary: the complaint investigation for false positive result when using the kit bd max sars-cov-2 reagents (ref 44500301) assay kit lot 0154888 was performed by the review of the manufacturing records, review of the customer data and verification of complaints history. Review of the manufacturing records indicated that the qc results passed the requirements for release and use, no false result was obtained. The customer complained about one discrepant result obtained with the bd sars cov-2 assay. The sample gave a positive result with a strange curve and when repeated on 3 other instruments/assays, it gave negative results. Customer provided one run for analysis. Run 223 was performed on ct0244 on (B)(6) and included 24 samples tested with the bd sars cov-2 reagents from lot 0154888. The sample tagged by the customer, in position a4, gave a positive result for both n1 and n2 targets. Analysis of the curves showed abnormal wavy curves in both fam (n1 target) and cy5 (n2 target) channels. Analysis of the curves showed a slight amplification-like curve in both fam and cy5 channels but the curves were wavy and abnormal, with glitches at the same CT in both channels. Such glitches suggest that the positive results were not true amplification. These glitches could indicate the presence of a bubble in the pcr cartridge well. Knowing that the kit lot used for the run contains 175 l tips, known to potentially cause partially filled and empty cartridge wells, it could have contributed to the false positive result. There is no complaint trend for false positive result with the bd max sars-cov-2 reagents assay kit lot 0154888. The root cause for the false positive result was not identified. There is a complaint trend for non-reportable results (unr & ind) associated to the 175ul tips. Bd cannot confirm the complaint based on the investigation that was performed but a corrective and preventive action (CAPA) 1177233 was initiated to investigate the 175 l tips contribution.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. The curves appeared irregular and the results were repeated. Upon repeat the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: eua200159.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. The curves appeared irregular and the results were repeated. Upon repeat the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).